Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (system 1), is related to case with patient identifier (B)(4) (system 2).

Event description:
Customer reportedly received the following results, using the same performa meter with two different test strip lots within 10 minutes: 56 mg/dl (system 1) and 129 mg/dl (system 2). No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.